Event description:
A malfunction alarm was reported, but there was no adverse impact on the customer's blood glucose level. The technical support team assisted the customer by providing pump reset information and helped in resetting the pump. After performing the reset, the same malfunction code did not recur, and the customer was informed to continue using the pump while advised to report back if any issues arise.